Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to the c19 capacitor being cracked from the defibrillator pca, causing the monitor to fire pulse below the lower limit. The root cause for the cracked c19 capacitor was a broken solder connection from physical abuse. There was no adverse event that resulted from the damaged monitor.